Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that repeated c-00 errors occurred against the erbe generator. The intuitive surgical inc technical support engineer (tse) had the customer hard power cycle the erbe. Upon restart the erbe displayed errors c-33 and c-00. The tse advised that the erbe could be used in classic coagulation mode, with a lower bipolar effect. The customer opted to complete the procedure with another vision side cart instead. The ports were not in place when the reported issue occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went onsite and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and an issue was identified that may be related to the reported event. During testing, the erbe unit displayed error code c 33 upon startup; however, a review of the erbe log showed recorded error c 00 and c 84. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.